Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿ elderly male with history of db, coronary artery disease, chronic kidney disease and anemia. He was 5th post op day from a CABG (coronary artery bypass graft). Nurse hung the bag of bumex, and it should have run around 40 hours. Nurse was orienting another nurse so there was double verification of the setting. In the amount of time it took to finish the patient¿s bed and bath, his drip had finished. This resulted in extra monitoring of patient, but no known harm at this point. Agility ran the report, and the error was not a result of human error. It was a result of the sensor in the pump malfunctioning. Bumetanide for IV 10mg/40ml [0.25mg/hr].sodium chloride 0.9% IV solution 60ml, rate 2.5 ml/hr, total volume 100, infuse over 40 hours."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿ elderly male with history of db, coronary artery disease, chronic kidney disease and anemia. He was 5th post op day from a CABG (coronary artery bypass graft). Nurse hung the bag of bumex, and it should have run around 40 hours. Nurse was orienting another nurse so there was double verification of the setting. In the amount of time it took to finish the patient¿s bed and bath, his drip had finished. This resulted in extra monitoring of patient, but no known harm at this point. Agility ran the report, and the error was not a result of human error. It was a result of the sensor in the pump malfunctioning. Bumetanide for IV 10mg/40ml [0.25mg/hr].sodium chloride 0.9% IV solution 60ml, rate 2.5 ml/hr, total volume 100, infuse over 40 hours."